Event description:
It was reported that during an unknown procedure one of the jaws of the el5ml came out while applying the clip in a procedure. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Broken jaw at bifurcation and damaged shaft. The analysis results of the el5ml found that the device was received with the shaft bent and one jaw broken at bifurcation; evidence of corrosion was found throughout the broken area. No functional testing could be performed due to the returned condition of the device. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. Possible causes for the damage found in the shaft may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: one of the jaws of the device broke off? Yes one of the jaws broke off. Did the jaw fall into the patient? No. If so how was the jaw retrieved? N/a. How was the procedure completed? The procedure was completed by using another device.